Event description:
It was reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. The capsule fell off in the pt's mouth. No serious injury to the pt was reported.